Event description:
In 6/2002, the international distributor informed the manufacturer's international rep of the following: device catheter inserted in 2002, details of lot# not recorded on pt records. The catheter was accessed with regular heparinized saline flushes for two weeks, prior to plans to commence chemotherapy. At the routine saline flush in june the catheter was found to be leaking at the proximal junction of extension legs and single white catheter, unable to repair as defect to proximal, booked for revision surgery 10 days later.